Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error during infusion set and reservoir changes. The customer¿s blood glucose level was 39 mg/dl at the time of the incident. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields. Customer also reported to have experienced a low blood glucose of 39 mg/dl and no form of treatment was reported and no low blood glucose troubleshooting was performed. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. Unable to perform the displacement test, prime/compromised force sensor system test, occlusion test and no delivery test due to motor error alarm. Insulin pump had cracked case at display window corners, cracked battery tube threads, broken reservoir tube lip, cracked belt clip slot, minor scratched and cracked display window, missing end cap sticker and stained address/serial number label.